Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was over 400 mg/dl. The customer also reported having a blood glucose level over 500 mg/dl several days prior to the call. The customer stated that the no delivery alarm was resolved by a complete set change. Troubleshooting could not be performed as this was a past event. The insulin pump was not replaced or returned for analysis.